Event description:
The complainant reported male patient was attempted to be put on impella 5.5 support following aortic valve (av) repair. However, the impella was unable to pass the av, despite several attempts. Therefore, the impella implant procedure was aborted and impella and wire were removed. The patient was noted to be stable and there was no reported harm.

Manufacturer narrative:
The investigation into the reported ¿delivery issue¿ has been completed. No product was returned for investigation. The root cause of the delivery issue was most likely patient condition related. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿